Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to turn on the pump screen. Despite this issue, there was no significant impact on the customer's blood glucose level. The call center's technical support team instructed the customer on how to press the button properly and confirmed that the pump display would turn on, although the issue persisted. Consequently, technical support decided to replace the pump, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode and return it using a prepaid label. The replacement process proceeded despite the pump being out of warranty, and the customer planned to continue using the current pump temporarily.